Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl, and 475 mg/dl. Customer states that reservoir compartment was damaged. Customer also states that reservoir was not able to lock in place. Insulin pump buttons was not functioning and buttons was stick. The customer declined troubleshoot for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.